Event description:
It was reported that "it does not maintain the charge (connected to patient lasting 10 sec and shuts down). "Further information was provided that the battery life was reduced to a few seconds. There was reportedly no patient harm.